Event description:
Per the audiologist, a CT scan done (date not reported) following the pt's meningitis treatment (refer to MDR #6000034-2008-00436) showed fluid in the middle ear space which turned out to be csf. The pt underwent three follow-up surgeries (dates not reported) to drain and repack the ear. In 2008, swelling of the site caused a problem with the external coil staying in place. Reportedly, the pt was treated with eight to ten rounds of antibiotics. At about 3 or 4 months later, (date not reported) reportedly, an abscess developed. The results of the culture taken showed a staph infection. The pt's device was explanted approximately 6 months post-procedure. Reimplantation plans had not been reported at the time of this report.

Manufacturer narrative:
Due to the explanted device being discarded, and not returned to the MFR, a device analysis will not be available. This type of event is addressed in the device labeling.